Event description:
It was reported that during the trial, the patient had a wet tap wherein the patient experienced headache. The patient underwent an explant procedure wherein one spinal cord stimulator (scs) lead was removed. The patient was doing well postoperatively.